Event description:
Treatment of an aneurysm. It was reported that the distal section of the pushwire broke off during pipeline deployment. As a result, the distal section of the pipeline was not opened and implanted in the patient with the broken pushwire segment. It was reported the patient is still in ICU for monitoring.

Manufacturer narrative:
The proximal segment was returned with approximately 1.7cm of the distal segment missing. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.(B)(4).